Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting treating a pt (age & gender unk), the device's display blanked out. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.